Event description:
It was reported that the patient is deceased and died approximately two weeks after implant. It was further noted that the cause of death is cardiac arrest and that the implantable cardiac defibrillator did not terminate the rhythm disorder. The physician noted that the death is not "primarily" due to the device, however, additional circumstances related to patient death are not available. Interrogation of the device noted the ventricular tachycardia/ventricular fibrillation did not meet detection criteria as programmed.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found. The device was retuned, analyzed and analysis revealed normal battery depletion. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe mechanism.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.